Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative regarding a navigation system during a sacroiliac and thoracolumbar procedure. It was reported that during a t10-pelvis procedure while placing pelvic s2ai screws using powerease the driver snapped during procedure. They had to use a replacement back up driver. There was no delay, nor any patient impact.